Event description:
It was reported that the patient experienced discomfort due to stimulation in the ribs. Reprogramming was attempted to no avail. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced (B)(6) 2018 ( exact date unknown) with a competitor ipg.